Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found liquid adhering to the receiving contacts of the video connector and battery consumption. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center video was interrupted during an unspecified therapeutic procedure. When checking the operation, a pink noise ran immediately after the power was turned on and immediately before it was turned off. The scope was working properly. The device was continued to use because it worked normally after restarting the power supply, and the procedure was completed using the same set of equipment. No delay was reported. There were no reports of patient harm.